Manufacturer narrative:
Concomitant medical products and event problem and evaluation codes have been updated as radiometer has received datalogs from the customer.

Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00046 and 3002807968-2019-00047.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) 2019 / 14:39 (measurement time) / na+: 148 mmol/l / ca2+: 1.39 mmol/l. (B)(6) 2019 / 23:36 (measurement time) / na+: 164 mmol/l / ca2+: 1.67 mmol/l. No comparison results from the lab were available. From the same abl800 flex analyzer the following results were obtained: (B)(6) 2019 / 15:36 (measurement time) / na+: 142 mmol/l / ca2+: 1.17 mmol/l. Based on the series of measurements, the customer reports the results of 148 and 164 mmol/l for na+ and 1.39 mmol/l and 1.67 mmol/l for ca2+ as false high. The customer has replaced the reference membrane, and after this no more false high results were obtained.